Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381511 and lot number 3109155. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte-n autoguard winged yel 24gax.56in catheter separated. The following information was provided via medwatch: "IV (intravenous) catheter separated from the sheath as it entered the patient's skin."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 10/01/2024. Medwatch report is (B)(4).